Event description:
Procedure was a right cfv with 1 insertion. The treatment was delivered. On the second insertion the balloon would not inflate. Investigation of the returned trellis found a pin hole at the belly region of distal balloon. No injury to the patient reported.

Manufacturer narrative:
DHR was conducted on product ID (B)(4), lot# 550493. This lot was 100% inspected with no non-conformance that relates to the incident reported. Additional information has been requested. Should it become available, a supplemental report will be submitted.